Manufacturer narrative:
Physio-control determined that the cause of the reported issue was a malfunctioning y1 crystal package which caused the software to be unable to boot.

Event description:
The customer contacted physio-control to report that their device "wouldn't power on during daily check." In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's system pcba. Proper operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device "wouldn't power on during daily check." In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated with the reported event.